Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon pump replacement, the pump was filled with the incorrect medication concentration in error. The wrong medication concentration was injected in the pump while in the operating room (or). The healthcare provider chose to keep the incorrect concentration in the implanted pump, set the pump at a minimum rate, and manage the patient's symptoms with oral medication until the correct concentration could be filled. On (B)(6) 2012, the pump was set at a minimum rate. The pump was then filled with the correct concentration on (B)(6) 2012; however, the healthcare provider was unable to program a bridge bolus at that time. Reporter stated that the patient had "no issues or symptom change." The medication in the pump was morphine. The incorrect concentration originally filled in the pump was morphine 25mg/ml. The correct concentration which was refilled on (B)(6) 2012, was morphine 5mg/ml.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).